Event description:
Additional information received from a manufacturer representative reported that the infection resolved. Surgical debridement was done on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional via a manufacturer representative reported that the lumbar and pocket incision sites got infected. The patient presented on (B)(6) 2015 at the doctor¿s office with drainage for their lumbar midline and pocket incisions. This started around (B)(6) 2015. The patient also had soreness. There were no issues with stimulation. A culture was taken which grew staph aureus but not (B)(6). The patient was started on a course of keflex. The wounds were worse at the next evaluation but there was ¿no communicating pathway to hardware¿ nor fever. Surgical intervention was planned for (B)(6) 2015. The patient was indicated for spinal pain and lumbar radiculopathy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.